Event description:
It was reported that the customer passed away while not wearing the insulin pump. It was stated that the customer came home with high blood glucose about 5:15 to 5:30 pm and took off the insulin pump, and then he went outside. Three hours later the wife found him and the customer ran over by an equipment. The wife believes that he had died a while before she found him. The spouse stated that she is not sure if the customer could have bottomed out or what happened. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.